Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported event of deflation was received on nov 01, 2024, with lot number 618280. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.